Event description:
I had the essure device implanted. I have had severe bleeding since the date of implant. My hair is falling out, vertigo, blisters on my legs, buttocks, around mouth. Brain fog. Many other problems, nausea, dizzy, headaches, vision problems, itchy skin, vaginal itching, nickel toxicity, uterine cancer, severe hip pain, back pain, food sensitivity, digestive problems, not absorbing nutrients, increased cramping, increased bloating, mood swings, depression, weight gain, breast tenderness.